Event description:
A report was received that a patient was experiencing inadequate stimulation due to lead migration. During the lead revision procedure, the physician replaced the lead as it was frayed and the contacts had popped off. The physician removed all the contacts that were left in the patient. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
An external visual and x-ray inspection of the paddle lead found electrode #16 was missing. Electrode #16 was not left in patient as physician stated all contacts were removed. It could not be determined when the damage to the paddle lead occurred. No other anomalies were identified.

Event description:
A report was received that a patient was experiencing inadequate stimulation due to lead migration. During the lead revision procedure, the physician replaced the lead as it was frayed and the contacts had popped off. The physician removed all the contacts that were left in the patient. The patient is reportedly doing well following the procedure.